Event description:
It was reported that an ilet displayed an unresponsive gray screen and did not respond when placed on the charger, and a replacement device was provided while the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device replacement logistics and collection for potential evaluation. Investigation of this case revealed a suspected display or user interface malfunction consistent with a screen or system freeze; the device exterior was reportedly intact without visible damage. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.